Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of an aneurysm, the embolization coil detached during placement. The coil was removed in its entirety together with the microcatheter from the patient. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The investigation of the returned coil system found the implant with damaged middle loops and separated from the pusher. No indication of thermal detachment was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament, causing the implant to separate from the pusher.